Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was found to have a loose pitch cable. The instrument was installed on an in-house system and the instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulator¿s (mtm), however, the hook moved in the opposite direction. The behavior was observed in the yaw direction and presented out of three installs. The plastic housing was removed, and a visual inspection noted the pitch cable was very loose from the short input number 5 on the proximal end. There was no evidence of a cracked pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's elbow was not moving correctly, would have unresponsive rotation. The procedure was completed but the patient outcome was not provided. Intuitive followed up but no additional information is available.